Event description:
It was reported that upon interrogation of the device the data for the detail on the ahre (atrial high rate episodes) were showing blank on the programmer for both the plot and the egms on all the episodes. A technical service representative was able to walk the caller thru on how to read the save to disk on the programmer. The caller was then able to pull the data up and see everything. Telemetry loss/interruption between device and programmer was suspected. The device and programmer remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 407652 implantable pacing lead implanted: 2005 (B)(6); 456845 implantable pacing lead implanted: 2005 (B)(6). (B)(4).